Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported a falsely decreased sodium (na) flier on one patient. The results provided were: (B)(6) initial na = 120mmol/l / repeat = 137 (reference range = 135-145mmol/l). There was no reported impact to patient management.

Manufacturer narrative:
The customer reported discrepant sodium, potassium, and chloride results on the architect (B)(4). The field service representative (fsr) performed troubleshooting during a site visit, as well as, reviewed the architect (B)(4) instrument logs, which showed, "last x2 imprecise ict results were generated from cuvette 15." The fsr replaced cuvette #15 (aero cuv pr dry, list number 09d33-03) which resolved the issue. A review of the architect (B)(4) service history did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer since the fsr replaced the cuvette part. A review of similar complaints did not identify any trend or systemic issue for the cuvette (ln 09d33-03) or the architect c16000. A review of labeling found the architect system operations manual and architect c16000 system and support manual provides adequate information regarding component replacement and troubleshooting for erratic, poor precision - photometric results (c system), including: cuvette is damaged with the corresponding corrective actions to include replace the cuvette. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(4), or the cuvette, list number 09d33-03.